Manufacturer narrative:
(B)(6). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 960111, lot number d11061259. Device history batch: null. Device history review: DHR review. Product code 960111, work order /lot no. D11061259 was manufactured on 29-jun-2011. One hundred and twenty parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and landed on her left knee. X-ray's showed a disruption in the patella/bone interface. Upon open exploration it was determined that the patella component was fractured. Loosening of the patella at the bone/cement interface. The surgeon also elected to exchange the tibial insert to a large-thickness. Doi: (B)(6) 2012; dor: (B)(6) 2018; left knee.